Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing sharp shooting pain around the ipg that goes up to the spine when the stimulation was on. It was also noted that the patient had cardiac and numbness issues. Database (db) analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physicians preference. No device malfunction was suspected. The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing sharp shooting pain around the ipg that goes up to the spine when the stimulation was on. It was also noted that the patient had cardiac and numbness issues. Database (db) analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing sharp shooting pain around the ipg that goes up to the spine when the stimulation was on. It was also noted that the patient had cardiac and numbness issues. Database (db) analysis revealed no anomalies. The patient will undergo a revision procedure.